Manufacturer narrative:
No hospital/medical records have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation to date. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported in an article in techniques in vascular and interventional radiology that a vena cava filter had a detached limb(s) extending outside the inferior vena cava. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. The current patient status is unknown

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. However, images were provided and review. Images identify two detached filter limbs located next to implanted filter. Therefore, the investigation is confirmed for the detached filter limbs. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Journal citation: steinberger, j. D. & genshaft, s. J. (2017). The role on inferior vena cava filters in pulmonary embolism. Techniques in vascular and interventional radiology, 20(3), 197-205. Workman, c. S., lewandowski, r. J., & desai, k. R. (2017). Techniques for retrieval of permanent inferior vena cava filters. Seminars in interventional radiology, 34(2), 208-212. Doi: 10.1055/s-0037-1602597

Event description:
It was reported in an article in techniques in vascular and interventional radiology titled 'the role of inferior vena cava filters in pulmonary embolism' that a vena cava filter had a detached limbs extending outside the inferior vena cava. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. The current patient status is unknown.